Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 300 mg/dl to 400 mg/dl. The customer was treated with a manual injection or insulin pen. The insulin pump received no delivery alarms and the event was resolved by complete set change. The customer also reported that the insulin pump had multiple pump error alarms and they were able to clear the alarms. The self-test passed. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.